Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. It is likely that the clinical allegations were a direct result of the out-of-specification leaf spring contact component.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited non-sustained ventricular tachycardia (nsvt) episodes which revealed noise, which was oversensed. There were no patient symptoms reported and the noise did not cause inhibition of pacing. It was reported that the patient's ICD was electively explanted during a procedure in which the patient's chronic leads were replaced.